Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received regarding a patient implanted for urinary dysfunction. The consumer reported there was some corrosion inside the battery compartment in (B)(6). The manufacturing representative showed the patient how to clean the battery compartment. There was a sudden return of symptoms in (B)(6) 2016; symptoms included going to the bathroom every 20-30 minutes for the last week. The programmer was not working since (B)(6) 2016 so the patient could not check to see if the stimulation was working. The patient was seeing the "low patient programmer battery" screen but was still getting the same message after using all the batteries in the packet. Brand new aaa batteries did not resolve the issue. The patient was going to receive a new programmer.

Event description:
Additional information received from the patient reported that change in weather/room temperature to cold caused the return of symptoms. A new patient programmer (pp) was sent and the patient was able to make adjustments with that pp, resolving the return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.